Manufacturer narrative:
Upon receipt by mentor, the device returned without fluid. No foreign material was observed within the device or on the shell surface. Product evaluation team discovered two rents. Rent a measured 8.9 cm located on the anterior aspect and extended to the posterior aspect and rent b measured 0.9 cm on the anterior aspect. Microscopic examination of the edges of both rents revealed parallel striations. No other anomalies were discovered. The complaint was confirmed since a rupture was found in the device. Microscopic examination revealed parallel striations. This type of striations is more conclusive to sharp instrument damage rather than shell failure due to wear. All the implants are 100% inspected before leaving the facility. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant products: left mentor smooth round high profile 420cc saline breast implant, catalog number 3503420, serial number (B)(4). (B)(4).

Event description:
It was reported that a (B)(6)-year-old female patient underwent a primary breast augmentation with mentor smooth round high profile 420cc saline breast implants which the right side deflated after implantation. The deflation was noticed by the patient on (B)(6) 2018, and confirmed by the physician on 8/1/2018 by visual examination.. As a result, patient underwent bilateral removal and replacement with following: left replaced with catalog number 3503560, serial number (B)(4), and right replaced with catalog number 3503560, serial number (B)(4) on (B)(6) 2018.